Manufacturer narrative:
Nik - defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d).

Event description:
Reportedly, the device has a shown residual longevity of 3-5 years as given in the overview. The center suspects that the device might reach rrt sooner and unexpected the charge time is 14 seconds already.

Event description:
Reportedly, the device has a shown residual longevity of 3-5 years as given in the overview. The center suspects that the device might reach rrt sooner and unexpected the charge time is 14 seconds already.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data dated 08 april 2024 revealed: since november 2017, all charge time (mostly for battery reforming purpose) were measured between 9 and 10,3 seconds (nominal time). - the charge time measured at 14 seconds, on 08 april 2024, during followup, is not indicative of an anomaly. - no overconsumption was measured. - the battery voltage followed a nominal discharge curve, and the voltage of 2.91v measured is consistent with a normal battery discharge. - on 08 april 2024, according to the current level of battery (2,91v) and current settings (vvir 65bpm), the estimated residual longevity is 170 weeks (3 years 3 months), which is consistent with the residual longevity of 3-5 years given in the overview. - based on available data, no issue is suspected on the subject device.